Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. During the call, patient's smart device was working properly. Dexcom representative advised the patient to reset bluetooth settings and reset the smart device if it occurs again. No additional patient or event information is available.